Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52, implantable pacing lead, (B)(6) 2013; addr01, implantable pulse generator (ipg), (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found.

Event description:
It was reported that one day post implant, a perforation of the right ventricular (rv) lead was suspected as a pericardial rub was heard by auscultation. There was no pericardial effusion and the lead thresholds were stable. The rv lead was repositioned to the septal wall and remains in use. It was further reported that the atrial lead had dislodged and was in the ventricle. The patient only has few second pauses due to a transition from atrial fibrillation to normal sinus rhythm so the physician elected to remove the atrial lead and not replace it. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.